Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was implanted on (B)(6) 2021 and had post operative complications of left middle cerebral artery/anterior cerebral artery infraction, which caused severe left cervical stenosis and midline shift that progressed with uncal herniation. This was treated with mannitol and hemicraniectomy. The patient was diagnosed with (B)(6) and pneumonia. The patient now has minimal neurological recovery. A controller fault alarm occurred over the weekend on the patient's right ventricular assist device controller. The controller was planned to be changed out. The log files showed controller internal faults associated with a backup battery fault. The first event occurred on (B)(6) 2022 at 9:28:51. The alarms resolved with the controller exchange. The controller appeared to have water damage due to likely exposure to urine in the specialty bed when the condom catheter in place came dislodged. The water damage was thought to be the cause of the backup battery fault. Related manufacturer reference report # 2916596-2022-01162.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. Furthermore, a specific cause for the patient's infection could not conclusively be determined through this evaluation. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14aug2021. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU), rev. C, is currently available. Section 1 of this document lists stroke and infection (localized, driveline, pump pocket or pseudo pocket) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. The heartmate 3 lvas patient handbook, rev. D. Is also currently available. This document contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D10 correction: concomitant product was added.